Event description:
Patient presented to the operating room on (B)(6)2021. For complete system extraction due to svc syndrome. The extracting physician reports that there are no suspected product issues with the device and leads however, wanted to return them for analysis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).